Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. It was stated that ventilator was making noise and failed internal leakage test with message 'system volume too small', flow transducer test and patient circuit test during pre-use check. The issue occurred due to malfunction of o2 gas module. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The device's logs were not provided for further analysis. The root cause has not been established as the defective part was not returned for investigation. A correction of fields # e1 event site name and address were required. E1 - event site name and address - previous name and address: (B)(6). Corrected name and address: (B)(6).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).